Event description:
It was reported that during a t2 scn surgery; while drilling the proximal screw hole of nail, the drill bit broke at the cutting end. It was also reported that the broken piece was retrieved from the patient's bone. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.

Event description:
It was reported that during a t2 scn surgery; while drilling the proximal screw hole of nail, the drill bit broke. It was also reported that the broken piece was retrieved from the patient's bone. It was further reported that another drill bit was used and the procedure was completed successfully. It was also reported that there were no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return.